Event description:
Shunt settings changed multiple times spontaneously causing symptoms of ha and nausea requiring many trips to neurosurgery office for assessment and reprogramming. The pt is (B)(6) female. She suffered intraventricular hemorrhage with resultant posthemorrhagic hydrocephalus although she was born near term. At age (B)(6), a ventriculoperitoneal shunt was placed. She had no malfunctions identified or revisions performed until (B)(6) 2007. Neurosurgeon saw her multiple times in 2010 with complaints of headache. On (B)(6) 2010, a shunt assistant was added at the level of the abdomen. Multiple resets of the valve have been done since. She still has been back multiple times with headaches and dizziness. She was in the emergency room on (B)(6) 2012 with a 1-day history of headache, nausea, and vomiting. She was taken to surgery on (B)(6) 2012 for conversion of her shunt from a strata to a certas valve with excision of the shunt assistant. We placed a certas set at 6 and excised the shunt assistant on (B)(6) 2012. She felt significantly better for a week. When ns saw her back on (B)(6) 2013, she was getting progressively worse. We reset her from 6-5. She returned on (B)(6) 2012 with nausea and headaches. The valve was checked and found it set at 4 and turned her to 3. She then returned on (B)(6) 2012. She had some improvement after her surgery. Certainly, it had happened with resets. When ns checked her shunt setting, he found that it was at 4 rather than 3 as had been suggested. She did fairly well over the month prior to that visit, but had been having headaches 4 days preceding that (B)(6) 2013 visit. We reset her from 4-3 on (B)(6) 2013. Ns had not heard from her for about 3 months, when she came back on (B)(6) 2013 suggesting that the setting of 3 agreed with her, but she came with headaches that began on (B)(6) 2013. Valve interrogated and it was set to 5. The last record was that it was supposed to be at 3 and this was the family's impression as well. This presented yet another time when the shunt had not been set where it was felt to be. She returned yet again on (B)(6) 2013 with headaches for 2 weeks. We turned her from 4-3 and this helped her considerably.